Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring: black. Customer returned, insulin pump. For an alleged battery anomaly, incompatible battery message, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and cosmetic damage located at the battery compartment found on (B)(6) 2022. Insulin pump was received with a cracked case corner of belt clip rails near the battery tube compartment. A brand new aa (1.5volt) battery was inserted and a blank display was noted. Unable to verify, incompatible battery message. And perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test, due to a blank display. Unable to generate power management graph, due to a blank display. Unable to download history files and traces using thus, due to a blank display. Unable to upload pump to carelink, due to a blank display. Pump was cut open to perform visual inspection and found electrical board power connector becoming loose from electrical board 1, due to a corroded electrical board 1. Corrosion was also found, on the electrical board 2, force sensor, motor and vibrator assembly noted. Blank display was confirmed, due to j7 power connector becoming loose from electrical board 1, due to corroded electrical board 1. The original electrical board 2 was cleaned, installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original electrical board 2 re-installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the pump on using the aa 1.5volt battery and continued download. Successfully utilized crest and thus to download history files, traces and comlink3 files. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No power error 25 and low battery alert recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on (B)(6) 2022 19:45:00.000, insert battery alarm was recorded and found in the formatted history file on (B)(6) 2022 22:41:10.000, (B)(6) 2022 22:49:49.000 and (B)(6) 2022 22:59:01.000. Power loss alarm was recorded and found in the formatted history file on (B)(6) 2022 10:05:11.000, failed batt/battery failed alarm was recorded and found in the formatted history file on (B)(6) 2022 09:00:04.000, to (B)(6) 2022 09:12:00.000. Replace battery alert was recorded and found in the formatted history file on (B)(6) 2022 09:22:02.000. And replace battery now alarm was recorded and found in the formatted history file on (B)(6) 2022 09:53:00.000. Upon checking on the power data/detail trace file, low battery alert, power loss alarm, failed battery/battery failed alarm and replace battery alert/replace battery now alarm were expected, since the battery has low/no power. The customer may have used a low/depleted battery. Per research & development engineer, critical pump error (open book image) alarm and pump error 35 alarm confirmed, in long trace file on (B)(6) 2022 at 3:48:09 pm. Also per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were generated on the pump startup, since the safe shutdown failed, due to the low backup battery voltage. Suspected on hw. In conclusion, critical pump error (open book image) alarm, pump error 35 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, due to corrosion on the electrical board 1, electrical board 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed, at the battery compartment. Unable to verify, incompatible battery message, due to blank display. Unable to download history files and traces using thus, due to a blank display. Unable to upload pump to carelink, due to a blank display. Blank display was confirmed, due to electrical board power connector becoming loose from electrical board 1, due to corroded electrical board 1. A test electrical board 1 was used and continued download. Still unable to upload pump to carelink, due to critical pump error (open book image) alarm. Battery anomaly was not confirmed. Critical pump error (open book image) alarm, pump error 35 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, due to corrosion on the electrical board 1, electrical board 2 and force sensor. During visual inspection, corrosion was also found, on the motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.